Event description:
Determined to be reportable based on analysis completed 10 september 2006. It was reported that during an unspecified procedure, the shaft of the catheter kinked. The lesion was located in the calcified and 99% stenotic proximal left circumflex coronary artery. The maverick2 monorail catheter was used once, and when the physician attempted to use the device again, he noticed that the shaft of the catheter was kinked. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The device was received in two sections as a result of a break that occurred in the hypotube. The break was located approximately 13.2 cm distal to the strain relief. An examination of the balloon found that the balloon had been inflated and was not refolded correctly. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink in the hypotube at the break site. The complaint does state that the device was being used a second time when a kink occurred. The lesion where the device was being used had 99% stenosis present with calcification in the proximal left circumflex. Both of these factors may have contributed to the difficulties experienced by the physician during the use of this device. A review of the manufacturing records for this particular batch, 7533908, shows that the device met its material, assembly and product specifications at the time of its release to distribution, the root cause of the complaint incident could not be determined.